Manufacturer narrative:
The device was returned for analysis. The reported loose suture (link), foot (metal exposed) partially deployed was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to a loose suture (link), foot (metal exposed) partially deployed include, but are not limited to manufacturing, mishandling during removal of device from packaging or accidental manipulation of the device such as inadvertently deploying the foot/lifting lever (step 1) which will result in a loose link and partially deployed foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the proglide device had a metal and suture portion exposed when the device was removed from the packaging. The device was not prepared for use. There was no patient involvement. No additional information was provided. Returned device analysis noted the footplate lever was down with the foot partially open.